Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: while using the t-handle with the spreader and hammering on the t-handle for distracting and recreating normal disc height, the surgeon found a small piece of metal in the patient. It was determined that the piece of metal came from the t-handle. Which may have broken off while hammering. No harm to the patient, as the surgeon discovered the small piece of metal. This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records has been requested.

Manufacturer narrative:
A manufacturing evaluation was conducted and it states that the t-handle with quick coupling was received with a sliver of metal missing from the handle area. The sliver is included in the bag. The top of the t-handle is hammered and dented. S. S. White manufactured the t-handle with quick coupling, part number 394.951, and lot number 6545533. The material and hardness of the handle were confirmed to be correct. The related dimensions of the handle were within specifications. This complaint is deemed invalid from a manufacturing position.

Manufacturer narrative:
The supplier¿s certificate of compliance (dated february 28, 2011) indicates the parts were manufactured to p/n 394.951, revision ¿g¿ and met the required specifications. The lot was inspected and conformed to the synthes, incoming final inspection sheet number (B)(4) revision ¿e¿ (dated march 8, 2011). There were no mrr¿s, ncr¿s, or complaint related issues with this complaint.